Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and clogging the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the flexibility adjustment ring was damaged, the grip was shaved, the switch box was dented the air/water and suction cylinder had no color, water tightness was lost due to a pinhole on the bending section cover, the play of the up/down knob did not meet the standard value due to wear of the angle wire, the light guide lens was cracked, the bending tube was deformed, the connecting tube was scratched, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope was clogged. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water cylinder and tube were clogged with foreign material. Also, foreign material came out of the distal end due to the clog. The report is being submitted due to foreign material in the scope found during evaluation.